Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, which resolved the issue, allowing the customer to successfully start a new sensor session without further errors.